Manufacturer narrative:
On (B)(6) 2017, fse conducted follow-up with the customer over-the-phone to address the reported event. Fse performed troubleshooting with the customer to resolve the high pressure issues. Inspection of the device revealed that the filters had been installed backwards. The customer was trained on proper installation methods and was sent new filters to install on their device. No further action was required by field service. The most probable cause of the reported event was due to improper installation of filters. (B)(4).

Event description:
On (B)(6) 2017, the customer reported high pressure after changing the filter on their g8 analyzer. Technical support (ts) instructed the customer to change the filter again and ensure that the fittings were tight. Pressure subsequently dropped to 10 mpa. On (B)(6)2017, the customer called back to report high pressure again. Ts instructed the customer to perform a pressure test. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.